Event description:
As reported via the department of safety as part of (B)(4) data management system, this clinical study patient experience a cold and numb leg; went to the hospital and found to have blood clot. No outcome status yet available..

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the blade locked and it was not possible to cut. A second like device was used to complete the procedure with no adverse pt consequences.